Event description:
It was reported to boston scientific corporation in 2009, that a c.r.e. Esophageal/pyloric/colonic wireguided balloon dilatation catheter was used during an esophageal dilatation procedure performed the same day. According to the complaint, they were withdrawing the balloon back up the scope when a black foreign body was seen in the esophagus. It turned out it was the entire outer black sheath; it had sheared off of the accessory above the balloon itself. The patient was re-scoped and all of the plastic was able to be extracted using a roth net. No patient complications were reported. The patient's condition after the procedure was report as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.